Event description:
On (B)(6), 2018, the lay user/patient contacted lifescan (B)(4), alleging an unknown issue with her onetouch verio iq meter. The complaint was classified based on the customer service representative (csr) documentation and information obtained during a follow up call with the patient conducted by a csr on (B)(6) 2018. The patient advised the csr that on an unspecified date, the alleged product issue began; however, she was unable to specify the exact nature of the issue she had with the subject meter. The patient also did not specify what medications she uses to manage her diabetes. She explained that she ate more sugar and cake in response to the alleged product issue, because she believed she was hypoglycemic. The patient stated that one week after the alleged issue began, she developed symptoms of ¿shaking, sweating and lost consciousness¿. She informed the csr that when she regained consciousness, she contacted her neighbor who called for emergency medical services (ems) on her behalf. The patient stated that on (B)(6) 2018 the ems healthcare professional performed a blood glucose test and obtained a reading of ¿405 mg/dl¿. She explained that she was treated by the ems healthcare professional with two metformin pills and that afterwards she attended an appointment with her doctor. At the time of troubleshooting, the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after she was unable to obtain a blood glucose reading because of the alleged issue.